Event description:
During final tightening of the construct using the hex screw driver the hex end of the instrument broke off inside one of the set screws. The broken hex end was successfully retrieved from the surgical wound. The second hex driver in the instrument set was used to successfully tighten the remaining set screws. There was no report of pt injury.

Manufacturer narrative:
Reviewed batch records. Device mfg to all applicable specs.